Event description:
It was initially reported that the site's handheld computer would not hold a charge. No further details have been made available at this time. The device is expected to be returned to the manufacturer for analysis. Good faith attempts to obtain the device for analysis have been unsuccessful to date.